Event description:
It is reported that pt was admitted to the hospital on (B)(6) 2011. On (B)(6) 2012, a PICC was placed in the right brachial vein. A chest x-ray followed and the pt was discharged and no signs of any problem. The pt was re-admitted on (B)(6) 2012, with pneumonia. On (B)(6) 2012, the pt was sent for a lung scan and the radiologist noticed a foreign body sitting in the pulmonary artery. All previous x-rays were examined going back to (B)(6) 2012, where they were first able to identify a foreign body in the pt. The pt was sent to interventional radiology where the foreign body was removed via the femoral artery. The foreign body was removed from the right and left pulmonary artery. The pt was then discharged from the hospital on (B)(6) 2012. There were no other complications, no reported death. It was also reported that when the catheter was being placed, the clinician experienced resistance advancing the last 5 cm of the 35 cm PICC. Therefore, the catheter was anchored with the 5 cm outside of the insertion.

Manufacturer narrative:
(B)(4). The device will not be returned for eval. It is being retained by the hospital.